Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the cannula was coming out and did not noticed it had come out. Patient's blood glucose level went up to 1125 mg/dl. The patient was hospitalized due to high blood glucose level for 11 days. Currently, patient's blood glucose level was 139 mg/dl. No further information available.